Manufacturer narrative:
This report is submitted on august 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, on (B)(6) 2017, the patient underwent a skin flap revision surgery in order to thin the flap due to the patient experiencing connection issues with the device. The surgery was successful and the implanted device remains insitu.